Event description:
Customer's mother reported that the insulin pump alarmed for a motor error during the bolus delivery and that it rang like a bell. The blood glucose reading was 600 mg/dl. She stated that it had not been exposed to a strong magnetic field or MRI. She was assisted in clearing the alarm and was able to complete the rewind process. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.